Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During implantation of an scs trial system on (B)(6) 2011, it was reported that the pt's lead impedance readings were invalid on all contacts. Several other methods were tried to resolve the issue, but to no avail. Subsequently, a new lead was used to complete the trial surgery. No further info is available at this time.